Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
In a patient satisfaction survey, peritoneal dialysis (pd) patient reported being hospitalized on (B)(6) 2022 for severe drain pain. The patient stated being able to continue pd therapy utilizing a hospital cycler without issue. The patient reported being discharged to home on (B)(6) 2022 and still having intermittent issues with draining and filling and tolerable drain pain. In a follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the hospitalization was confirmed; however, the nurse stated the abdominal pain is due to ongoing chronic gastrointestinal (gi) issues (unspecified). The pdrn stated the gi pain is not related to pd therapy or use of the liberty select cycler or other fresenius product(s). The pdrn stated the patient has chronic abdominal pain and not drain pain. The patient continues to complete pd therapy at home with the same liberty select cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
In a patient satisfaction survey, peritoneal dialysis (pd) patient reported being hospitalized on (B)(6) 2022 for severe drain pain. The patient stated being able to continued pd therapy utilizing a hospital cycler without issue. The patient reported being discharged to home on (B)(6) 2022 and still having intermittent issues with draining and filling and tolerable drain pain. In a follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the hospitalization was confirmed; however, the nurse stated the abdominal pain is due to ongoing chronic gastrointestinal (gi) issues (unspecified). The pdrn stated the gi pain is not related to pd therapy or use of the liberty select cycler or other fresenius product(s). The pdrn stated the patient has chronic abdominal pain and not drain pain. The patient continues to complete pd therapy at home with the same liberty select cycler. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.